Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side "seroma, pain, hardening, breasts "sedated", and the stitches became inflamed. "Capsular contracture baker grade iii, small radial folds." Device remains implanted.